Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It is also reported by the patient's counsel that the patient received a tm patella implant on (B)(6) 2014 and is experiencing failure of the knee. It is unknown if any of the components have been revised. Note that the persona tibia is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.